Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection, flow testing and fluid pressure testing were performed. Testing included leak testing, clamp function test, clear passage test, and device-device interaction testing. Visual and functional testing were performed with no issues noted. The problem cannot be verified; there is no evidence of a non-conforming product. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative had the home patient close all of the clamps and cycle the power to clear the alarm. The technical service representative explained the alarm to the home patient. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.